Event description:
The customer observed architect c8000 ict assay imprecision while testing pt samples. A sodium result of 123 mmol/l was generated on a pt sample that retested at 117 and 146 mmol/l. No impact to pt management was reported.

Manufacturer narrative:
The complaint text indicates that the architect c8000 system generated imprecise results for the ict (integrated chip technology) assays. The customer indicated that the ict module was replaced in late 2007, but did not recall the date quarterly maintenance was performed. The customer declined to troubleshoot the issue with abbott customer support and requested that abbott field service be dispatched to inspect the c8000. Field service went to the account over several days to perform troubleshooting. Multiple parts were replaced to resolve this issue. This is the final report.